Event description:
During routine postoperative evaluation, it was noted that the atrial lead was not capturing the atrium during threshold testing, indicating lead dislodgement. The dislodgement was confirmed by x-ray imaging. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were loss of capture, and lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix, the helix could be extended, and retracted, the helix length was measured within specifications. The reported event of loss of capture was not confirmed. Visual inspection did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.